Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the cutting clamp broke off during a procedure on an unknown date. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the results of the additional evaluation are as follows: the investigation of the disputed forceps showed that a carbide insert the wire cutter is broken. This loss is due to the use of excessive mechanical stress in this area. We suspect that the wire was passed unfavorable and thus excessive mechanical forces occurring in the region of the tip. A review of the production documents and the visual inspection of pliers showed no evidence of a product failure. We can not determine an accurate cause of the outbreak of the carbide insert.